Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 104, 107, and 204) has been confirmed. The failure was isolated to contamination on ca board component j502 and the j101 sd slot. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable), 107, and 104.